Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-february-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup transfer pick-up mechanism was dirty with white sticky material from sample cup spillage. The fse removed the cup gripper mechanism from the c-transfer sub-assembly. The fse cleaned the c clip, spring, and the mounting bracket for teflon wedge. The fse found debris inside the spring loaded rod opening and cleaned it with hot water, alcohol and dried w/air. He then applied thin film of triflow and reassembled. The fse then adjusted the cup transfer waste position in the wizard from 270 to 300 and saved parameter. He also adjusted the sorter left front z- axis from 166 to 172 counts. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2161 c.transfer cup pickup failure was the test cup pick-up failure needed to be cleaned and the cup z-axis waste position.

Event description:
On (B)(6) 2017, a customer reported error 2161 c.transfer cup pickup failure on the aia-900 instrument. The customer is unable to run patient samples on bhcg reproductive hormone, follicle stimulating hormone (fsh), prolactin (prl), estradiol (e2), and luteinizing hormone (lhii). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, fsh, prl, e2, and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.